Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2019. The most recent information was received on 29-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('aches') and genital haemorrhage ('haemorrhages') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("increased dysmenorrhoea"), fibromyalgia ("fibromyalgia") and burnout syndrome ("burnout"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity problems"), occipital neuralgia ("arnold's neuralgia"), depression ("depression") and fatigue ("fatigue"). The patient was treated with surgery (going to have a hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, occipital neuralgia, depression and fatigue outcome was unknown and the menorrhagia, dysmenorrhoea, fibromyalgia and burnout syndrome had not resolved. The reporter considered burnout syndrome, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, occipital neuralgia and pelvic pain to be related to essure. The reporter commented: patient¿s current status: diagnosis of fibromyalgia in 2010, menorrhagia with increased dysmenorrhoea, burn out. The gynaecologist did not recognize her as a victim of essure despite her problems reported since implantation. She is going to have a hysterectomy on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon receipt of translation quality control, event fatigue was added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2019. The most recent information was received on 29-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('aches, pains') and genital haemorrhage ('haemorrhages') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("increased dysmenorrhoea"), fibromyalgia ("fibromyalgia") and burnout syndrome ("burnout"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity problems"), occipital neuralgia ("arnold's neuralgia") and depression ("depression"). The patient was treated with surgery (going to have a hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, occipital neuralgia and depression outcome was unknown and the menorrhagia, dysmenorrhoea, fibromyalgia and burnout syndrome had not resolved. The reporter considered burnout syndrome, depression, dysmenorrhoea, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, occipital neuralgia and pelvic pain to be related to essure. The reporter commented: patient¿s current status: diagnosis of fibromyalgia in 2010, menorrhagia with increased dysmenorrhoea, burn out. The gynaecologist did not recognize her as a victim of essure despite her problems reported since implantation. She is going to have a hysterectomy on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('aches, pains') and genital haemorrhage ('haemorrhages') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced fibromyalgia ("fibromyalgia"), menorrhagia ("menorrhagia"), dysmenorrhoea ("increased dysmenorrhoea") and burnout syndrome ("burnout"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), occipital neuralgia ("arnold's neuralgia"), depression ("depression") and hypersensitivity ("hypersensitivity problems"). The patient was treated with surgery (going to have a hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, occipital neuralgia, depression and hypersensitivity outcome was unknown and the fibromyalgia, menorrhagia, dysmenorrhoea and burnout syndrome had not resolved. The reporter considered burnout syndrome, depression, dysmenorrhoea, fibromyalgia, genital haemorrhage, hypersensitivity, menorrhagia, occipital neuralgia and pelvic pain to be related to essure. The reporter commented: patient¿s current status: diagnosis of fibromyalgia in 2010, menorrhagia with increased dysmenorrhoea, burn out. The gynaecologist did not recognize her as a victim of essure despite her problems reported since implantation. She is going to have a hysterectomy on (B)(6) 2019. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.